Event description:
Additional information was received indicating that this device was able to be interrogated, with wanded telemetry. The issue appeared to be with the programmer. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was difficult to interrogate. It was not determined if the device was eventually interrogated. This indicates a potential device issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.